Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable pacemaker has dropped its longevity from one year to end of life (eol) in a span of four months. Boston scientific technical services (ts) explained the increase to 3.5 for suspension of auto and shortened time of elective replacement indicator (eri) to eol. In addition, it was noted that four months ago this device was at 2 years remaining with magnet rate at 100, and two months ago with half year remaining with magnet rate of 85. Furthermore, health care professional (hcp) confirmed that there were no programming changes. Additional information received indicates that the device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated and trigger corresponding device replacement indicators based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this implantable pacemaker has dropped its longevity from one year to end of life (eol) in a span of four months. Boston scientific technical services (ts) explained the increase to 3.5 for suspension of auto and shortened time of elective replacement indicator (eri) to eol. In addition, it was noted that four months ago this device was at 2 years remaining with magnet rate at 100, and two months ago with half year remaining with magnet rate of 85. Furthermore, health care professional (hcp) confirmed that there were no programming changes. Additional information received indicates that the device was surgically explanted and replaced. No additional adverse patient effects were reported.